Event description:
This case was reported by a consumer (wife of pt), and described the occurrence of transient inability to see in a male pt who received breathe right nasal strips (breathe right nasal strips tan) for snore relief. A physician or other health care professional has not verified this report. Concurrent medical conditions included macular degeneration and poor vision. Pt had previously used breathe right clear nasal strips without issue. Concurrent medications included "preservision lutein" and unspecified blood pressure medication. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced transient inability to see (of 30 minutes duration). The pt's wife reported that the adhesive oozed into her husband's eyes (product complaint) and he could not see for approx 30 minutes. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were resolved. Manufacturer's comment: the manufacturer report number for this case is 3004486989-2007-00001. Breathe right nasal strips is manufactured in knoxville, tennessee. The lot number for this product is available and quality testing is pending return of the product.